Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms (alarm 11) and a stuck button alarm (alarm 22) occurred. Pump was not exposed to hot conditions and customer could not recall if anything was pressing on the pump buttons. Customer's blood glucose was 160 mg/dl. Reportedly, the alarms did not reoccur.